Manufacturer narrative:
The device in question was returned to boston scientific for technical evaluation, however, the investigation is currently pending. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. When the investigation has been completed, and a device history review (DHR) has been performed, a supplemental report will follow.

Event description:
The physician reported during a procedure, after the placement of four coils of varying sizes, the fifth coil was introduced into the micrcatheter and subsequently became stuck in the distal portion. The physician made attempts to retrieve the coil without result, and decided to retrieve the entire microcatheter. As a result, a coil that had earlier been deployed into the aneurysm was pulled out along with the microcatheter. The physician reported the patient experienced no adverse effects as a results of this event.